Manufacturer narrative:
Attempts are being made to obtain additional information from the user facility. The device has not been returned for analysis at this time.

Event description:
It was reported that during a surgical procedure at the user facility, the cuff deflated unexpectedly. The patient was reported to have a negligible amount of blood loss.

Event description:
It was reported that during a surgical procedure at the user facility, the cuff deflated unexpectedly. The patient was reported to have a negligible amount of blood loss.